Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the prolieve system indicated a "low pressure" message. The prolieve catheter was changed, and the procedure was completed. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."